Event description:
It was reported that the tuftex otw balloon ruptured during pre-testing. No patient injury was reported.

Manufacturer narrative:
The device was not received for investigation. However, the photo provided confirmed the report. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.